Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿twenty-year survivorship of a cemented mobile bearing total knee arthroplasty¿, written by david j. Milligan et al, published in the knee 26 (2019) 933-940 https://doi.org/10.1016/j.knee.2019.06.004 and was accepted 1 june 2019, was reviewed. The purpose of the study within the article was to evaluate clinical outcomes and survivorship of a single center patient cohort undergoing cemented mobile bearing tka with a minimum 20-year follow-up. Only depuy products were utilized. Cement manufacturer was not mentioned. There were 487 patients with 542 knees that were followed-up with at three, 12, 60, 120 and 240 months postoperatively. There were 189 males and 353 females. The article provides patient identifiers outlined in table 3 (revisions) and table 4 (reoperations) for 26 patients with description of gender, which knee, date of operation, date of revision or reoperation, details and outcome. The article also provides radiographic images in figure 2 for visual purposes. Depuy product used: low contact stress (lcs) universal non-posterior stabilized rp tka. Of 66 knees that were x-rayed at the 20-year follow-up review, only one knee showed evidence of a radiolucent line underlying the tibial component. Patient specific adverse events (gender, r/l knee, date of initial operation, details of revision/reoperation, date of revision/reoperation and outcome): patient 14: male, right tka; doi: (B)(6) 1995; manipulation under anesthesia (mua) on (B)(6) 1996; good result (pre-mua rom 5 to 45 degrees, 0-100 at 5 years post-mua).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.